Event description:
Tap - it was reported that 205 days after implantation of 3.0x16 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, a 70% stenotic lesion was located in the proximal left anterior descending artery (lad). The lesion was reported not to be calcified and the anatomy was not tortuous. A 3.0x16 mm taxus stent was deployed and post-dilated in the lesion. Post-intervention results were reported as 0% stenosis and timi grade iii flow. The pt was reported to have received aspirin pre-procedurally, nitroglycerin during procedure and plavix psotprocedure. Pt complications were reported as "none". The pt presented 205 days after the initial procedure with angina and an 80-90 % in-stent restenosis in the proximal lad. After predilation with 3.0 mm diameter balloon, a 3.5x8 mm taxus stent was deployed in the region of the previously placed 3.0x16 mm taxus stent. Post-intervention results were reported as 0% stenosis and timi grade iii. The pt was reported to have tolerated the procedure well. Pt complications were reported as "none".

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 7764269 have been reviewed and no issues or discrepancies were found. Should further relevant info become available, a supplemental medwatch report will be filed.